Event description:
Performing laparoscopic splenectomy using thunderbeat 35cm energy device (tb-(B)(4)). First device detected error message on generator that the tip was bad (cannot remember exact wording). Changed device at 14:20 or 14:25. Examined first device and noticed the tip was burnt from excessive use. Approximately 30 minutes later, the same error message showed on generator and tip looked the same as the first. Surgeon requested rep be notified as to the length of time the device works. Surgeon states it should not burn out as quickly.